Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated procedure in which cautery was used, inappropriate oversensing of noise was noted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.